Event description:
On (B)(6) 2025, the patient underwent a laparoscopic g-tube placement; blue dye was used to fill the balloon in effort to identify potential latent issues with the g-tube. Three days later on (B)(6) 2025, nursing alerted the surgeon to blue dye coming from the gastric port of the g-tube; this was confirmed by the surgeon who attempted to fill the balloon port and then attempted to unsuccessfully aspirate the fluid back, determining the balloon had ruptured. The surgeon removed the g-tube, and unsuccessfully attempted a bedside replacement, thereafter returning the patient to the or for a laparoscopic g-tube replacement. Of note, the surgeon tested another g-tube at the bedside prior to the g-tube replacement attempt, and the g-tube tested failed; the balloon ruptured after 7 mls of fluid (the manufacturer IFU indicates fill the balloon with 7-10 mls); the packaging for this product is available. The product and the package details for the failed g-tube placed on (B)(6) 2025 is not available. The package details for the failed product at the bedside on (B)(6) 2025 is as follows: 18f, ref 8110-18, lot 30192054, date of manufacture 2022-02-06, use by date 2025-04-05. Ref report: mw5171867. Pt code: 4580. Device code: 1546.